Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was light-headed and "passed out" four days post-implant. Lead position checks showed possible right atrial (ra) lead dislodgement and the right ventricular (rv) lead was capturing the atrium and had high threshold. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.